Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the cause of the intermittent image was a faulty serial digital interface (sdi) cable which caused a loose connection.

Manufacturer narrative:
Olympus technical assistance center (tac) support called the customer to troubleshoot the device. The customer reported an intermittent image issue with the cv-190. The troubleshooting revealed, the serial digital interface (sdi) cable from device to the wall input had a loose connection. Customer supplied the sdi cable and the cable was replaced. The device is back functioning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the evis exera iii video system center had an intermittent image with the cv-190. There was no harm or user injury reported due to the event.